Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited low impedance over time along with lead noise. The leads were capped and replaced on (B)(6) 2019. The patient was in a stable condition post procedure.